Event description:
Had a torn meniscus and dr gave me "prolozone" on (B)(6) followed by supartz injections on (B)(6). I received 10 shots to inner side of knee and one shot on outer side. My knee swelled up and turned back and blue for 5 weeks. A vein was punctured and blood squirted out of the holes. The inner side of the knee now had spider vein that I hope will eventually worsen. I visited the doctor, he assured me this was normal. It is supposed to cause inflammation. The meniscus in healing with info I found on the internet, however, the shots to the knee are still causing some pain with the vein that was compromised. Needless to say, I cancelled the remaining 10 injection. The doctor said 10 shots, it may have been too aggressive.